Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic repair of bilateral hernia procedure, left side of the oval balloon would not inflate, while all the air that was pumped into the balloon just kept expanding the right side of the balloon. The surgeon pushed the balloon to the right to attempt to displace some of the air to the left to inflate the left side of the oval balloon, but was unsuccessful. The surgeon proceeded on with the procedure with the amount of dissection made by only the right side of the balloon. The surgeon proceeded with the procedure with less than desirable space in the extra peritoneal space. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of a device. The photograph depicts the dissector balloon on a piece of surgical cloth, there are signs of use and the corner of the image to the right is folded over. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.